Manufacturer narrative:
E1 - initial reporter establishment name:(B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device exhibited lamp error e207. The issue was identified at the time setup. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: display light of the emergency lamp on the front panel blinks due to failure of the emergency lamp. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the emergency lamp indicator was blinking due to failure of emergency lamp. The most probable cause of the failure of emergency lamp/spare lamp error (e207) was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.